Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: surgery was performed for explanation of knee stem. Intraoperative there was a disconnection between the tibia shaft and the tibia. Partial destruction of the proximal tibia was needed for explanation. Visual examination of the returned knee stem identified nicks, gouges, and marks consistent with wear and explantation. Other items returned included one vanguard femoral, 4 femoral augment blocks, one femoral bearing, one 2.5 mm adapter, one biomet offset tray tibia base, two maxim modular tibiae implants, four lock screws, one locking bar, one cap, two screws, and one screw. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Concomitant medical products: unknown tibial tray; unknown tibial bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03209.

Event description:
It was reported patient¿s knee was revised due to disassociation of the femoral component from the tibial tray. During explanation it was difficult to remove the product due to missing explanation instruments. Partial destruction of the proximal tibia for explanation. Attempts have been made and additional information on the reported event is unavailable at this time.